Manufacturer narrative:
Investigation summary: no sample for analysis - observations and testing could not be performed because units were not received for investigation of this incident. DHR review - the lot number was built and packaged on nfa line 1 from 17feb2016 thru 23feb2016 in the qty. Of (B)(4). All required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Investigation conclusion: confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Root cause description: the cause of the defect could not be confirmed during the investigation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd nexiva¿ closed IV catheter system during use. No injury or medical intervention.